Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D284drg ICD implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an infection. Bacteremia was noted. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.